Event description:
Boston scientific crm received information that this 34-mos-old implantable cardioverter defibrillator (ICD) is scheduled to be explanted and replaced because the device reached elective replacement indicator status on (B)(6), 2010 (2.65v, 23.3 seconds CT) and the physician is concerned about longevity. When a manual capacitor reform was performed, the CT increased to 24.6 secs. The device delivered over 40 shocks although many episodes were diverted. Also, the pacing rate was reportedly high although the specific value was unknown. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.